Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and pseudotumor. No labs were provided for the alleged high metal ions.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Date 11/25/15- pfs and medical records received. The medical records reported pseudotumor, subluxation, and osteolysis at tip of greater trochanter. Serum cobalt lab level of 70 (ref 0.9) dated (B)(6) 2010 within medical records. There is no new additional information that would affect the existing investigation. The complaint was updated on: dec 14, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Litigation alleges the patient suffers from pain. Update rec'd 11/7/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation, discomfort, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. The stem is being added to address elevated metal ions levels.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, constrained liner, dislocation with closed reduction, loosening of the stem, metal wear, and metallosis.